Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 2021-01-05 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the pump. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing became disconnected below distal blue piece that loads into alaris pump infusion of medication device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Investigation summary: the customer reported a disconnection below the pump segment, and returned the affected sample of material #2426-0500. The sample had a separation issue at the male luer at the most distal end of the tubing. The luer collar was missing, and the complaint is verified. The description of the failure location does not quite match, but the customer was contacted and they confirmed the description was accurate. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is insufficient solvent applied during assembly.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing separated from the pump. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing became disconnected below distal blue piece that loads into alaris pump infusion of medication device failed (e.g. Broke, couldn't get it to work or stopped working)".